Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the mid-distal shaft of a 3.5mm x 250mm saberx .014 percutaneous transluminal angioplasty (pta) balloon catheter separated inside of the patient. An unknown snaring device was used to remove the distal separated segment. This was during a procedure to treat a tibioperoneal trunk (tpt) lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 1/3 contrast mixture and the balloon maintained negative pressure during preparation. The device was successfully inflated to six atmospheres (atm) prior to the separation and there was no evidence of a balloon rupture. The device was returned for analysis. A non-sterile ¿pta, rx, 3.5 x 250, 150cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that the unit presented a highly damaged condition as the unit was completely torn apart and evidence of rough handling was easily identified. A high magnification visual evaluation was performed to identify the possible causes of the conditions observed on the unit received. During this analysis, it was easy to identify that the unit was exposed to a rough handling environment and that tensile stress, and forces were applied over the affected zones. This conclusion is confirmed due to the presence of plastic deformation and elongations along the body of the unit. Due to the obvious tensile over-stress observed on the unit no sem was required for this evaluation as the possible attributable cause of the conditions observed was identified with the magnification already used. A product history record (phr) review of lot 2306278366 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "body/shaft- separated¿ was confirmed as the device was returned severely damaged and separated as described in the event description. However, the exact cause cannot be determined. Based on the information provided, procedural and handling factors such as extreme force likely contributed to the event based on the analysis provided. The device was induced to events that exceeded the shaft material yield strength prior to the separation. According to the instructions for use, which are not intended to mitigate risk, ¿carefully inspect the catheter prior to use to verify that the catheter has not been damaged and that its size, shape and condition are suitable for the procedure for which it is to be used. Flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide-wire access port prior to use. Never attempt to move the guide wire when the balloon is inflated. Do not advance the catheter against significant resistance. The cause of resistance should be determined via fluoroscopy. Inflation in excess of the rated burst pressure may cause the balloon to rupture. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mid-distal shaft of a 3.5mm x 250mm saberx .014 percutaneous transluminal angioplasty (pta) balloon catheter separated inside of the patient. An unknown snaring device was used to remove the distal separated segment. This was during a procedure to treat a tibioperoneal trunk (tpt) lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 1/3 contrast mixture and the balloon maintained negative pressure during preparation. The device was successfully inflated to 6 atmospheres (atm) prior to the separation and there was no evidence of a balloon rupture. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 2306278366 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.